Event description:
It was reported that the patient stated he is experiencing pain from the wire, pain in the back of left arm/biceps, and numbness in the fingers and hand. It was also reported that the pacemaker is repositioning in the pocket. It was noted that the patient may be exposed to high electrical outputs due to the patient's occupation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.